Manufacturer narrative:
Alleged failure: nanotack 1.4 flex anchors not following path of drill, in turn there was bending of the anchors. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) guide out of specification, 2) pathology such as schlerotic bone that may thicken the cortical layer. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Note: the investigation was previously closed based on findings from pi 3259938; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: nanotack 1.4 flex anchors not following path of drill, in turn there was bending of one anchor and breaking of the other anchor. All pieces were retrieved. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) movement of guide out of orientation, 3) guide buried into bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during procedure. All pieces were retrieved.